Event description:
The reporter had rec'd the er1 message about two weeks ago and quit testing. He said that he checked his test strip with the color chart and that his blood sugar was in the 150 range. He stated that he felt fine and did not have any symptoms.